Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and neither of the reported complaint failures of "ECG issue & iab did not fill correctly " could be reproduced. Using a patient simulator and the system trainer, the ECG signal was correct and consistent. There was a full time fill error code 58 in the logs. The autofill calibration was checked and found to be within factory specifications. All functional and safety tests were passed to meet factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was unable to get a consistent ECG signal. The customer tried several different ECG cables and electrodes were tried which did not correct the issue. The ECG signal was not coming up. Eventually the issue corrected on its own and the ECG signal appeared on the display. It was also reported that the intra-aortic balloon (iab) did not fill correctly when pumping was initially started. The staff manually initiated an autofill sequence, the balloon filled correctly and the pump started pumping. No patient harm or adverse event was reported.